Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown right scorpio femoral component. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested. Should additional information become available, it will be reported in a supplemental report upon completion of the investigation. Device not returned to the manufacturer.

Event description:
Sales rep reported that dr (B)(6) had implanted a bilateral knee in some patient in sep or oct of 2014. The husband of the patient told the rep on the phone that the bilateral knee which his wife was implanted with has failed and it was removed in some hospital citing reasons for loosening of the implant. The patient is currently without implant, has spacers inserted and is under antibiotics for controlling infection. She will have to undergo revision surgery. This report is related to the right knee.